Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Atient reported that they do not know the cause, and they have not done anything yet or met with anyone yet. Patient stated they were fine for now and are just too busy to deal with the stimulator for now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they had 2 leads put in, the left leg was the worst and the other was for the right leg. Patient stated when they had the ins replaced they activated the right lead also, but they don't feel the stimulation as much in the right leg and they have injured their sciatic on the right side. Agent reviewed information and redirected to mdt rep and hcp to further address. Patient noted their hcp has retired; agent emailed physician listing.